Manufacturer narrative:
The patient followed up with the implanting clinician who decided to explant the stimulator on (B)(6) 2021, to prevent spreading the infection. Following the explant procedure, no further issues have been reported or are anticipated. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not irrigating the incision site, not using antibiotics, not prepping the skin, using inappropriate tools, patient interfering with the wound, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows that the patient had preexisting medical conditions, making the patient a poor candidate for the procedure. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of infection is due to the patient being a potential poor candidate due to health, weight, age or mental capacity and clinician knowingly implanting the device.

Event description:
Patient reporting swelling and tenderness after experiencing a respiratory infection.